Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that 18fr 1.7cm nutriport inserted on the (B)(6) 2022, and it started leaking week commencing on (B)(6) 2023. Upon seeking medical advice an examination revealed a large split under the top where shaft starts on tube. Per customer, the tube was replaced. There was no harm reported.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on 12-may-2021. A sample was not returned for the evaluation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.